Event description:
Information was also received reporting that the patient had a prophylactic battery replacement. The explanted device is not available for return to the manufacturer, indicating it has likely been discarded.

Manufacturer narrative:
B5. Corrected event description, initial report: inadvertently left out report regarding prophylactic replacement. D6b. Corrected explant date, initial report: inadvertently left section blank. F10. Corrected impact code, initial report: inadvertently left out f1905 coding. H6. Corrected type of investigation, initial report: inadvertently left out b18 coding.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available.

Event description:
The patient reported that her device has migrated and is now ¿bulging¿ more than it used to. This is causing some discomfort to the touch. Her device was checked last month, and everything was fine. Information was later received that the patient has been referred for vns explant. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.